Event description:
It was reported that a pump powers off when a set is inserted. The customer stated that the battery is fully charged. The customer also stated that the issue was discovered during preventive maintenance and there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and it was observed that the pump lost power when the device's motor engaged. This was found to be caused by a failed battery cell of the wireless battery module.